Manufacturer narrative:
Batch review performed on (B)(6) 2022: lot 153310: 25 items manufactured and released on 09-sep-2015. Expiration date: 2020-07-31. No anomalies found related to the problem. To date, 20 items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 2 years and 1 month after the primary surgery, the patient came in reporting instability and the cause is unknown. The surgeon revised the sphere insert (11mm) with a thicker one (13mm). The surgery was completed successfully.